Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2025).

Event description:
It was reported that during a drainage catheter placement procedure, the luer port of the drainage catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8f navarre drainage catheter in three segments was returned for evaluation. Gross visual and microscopic visual evaluation were performed. In addition to the returned physical sample, two electronic photos were provided for review. The investigation is confirmed for the reported luer port of the drainage catheter broke and identified material separation issues as three separate segments were noted, with first segment consists of distal end of the hub segment, second segment consist of the distal hub segment and strain relief and third segment distal end of the navarre catheter. The photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post drainage catheter placement procedure, the luer port of the drainage catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.